Event description:
It was reported that balloon rupture occurred. A 16-6/5.8/75 xxl balloon catheter was advanced for dilation. During the procedure, the balloon burst. No patient complications were reported.